Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. There are downstream occlusion events in the event history log and the force sensor current was found above specification in relation to the reported downstream occlusion alarms which were not reproduced. The device passed downstream occlusion detection testing. The force sensor was calibrated to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a downstream occlusion alarm. There was no patient involvement. No additional information is available.